Manufacturer narrative:
(B)(4)evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference : (B)(4).

Event description:
The customer reported the patient returned to ccru from interventional radiology with the pump module alarming ¿channel error¿. The device could not be powered off to restart the infusion. The device was replaced and removed from service. The facility¿s biomed evaluated the device; the ¿check IV set¿ assembly was replaced.